Event description:
It was reported that the physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. The locator wings were noted to be damaged/bent when the device was removed from the pt artery. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. The thumb advancer was retracted almost at the start position and the safety release and vessel locator buttons were in the correct post deployed positions. The vessel locator wings were found broken at the distal end of the retaining ring. All the broken parts were returned and were still inside the proximal retaining ring. Based on the investigation findings, the most probable root cause for the broken wings is tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement. The wings will not be able to collapse and the device will be stuck and difficult to remove. Thus, forcing the device out would break or bend the wings. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.